Event description:
It was reported that during a gastric bypass procedure, on the third firing on the small bowel, the staples were completely unformed on the outer rows of staples like they never hit the anvil. They oversewed the stapleline to complete, with no pt consequence. The device was discarded, but the reload will be returned for analysis.

Manufacturer narrative:
Info anticipated, but unavailable at this time.